Event description:
The customer reported that she believes the insulin pump did not give the correct amount of insulin and it is under delivering. The blood glucose reading was 325mg/dl. The caller stated that she remembers taking a bolus for her high glucose, but it is not showing in the bolus history. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was programmed with multiple boluses and monitored. The boluses were delivered, calculated, and recorded properly in the bolus history screen. No delivery anomaly or history anomaly noted. After testing it was concluded that the device operated within specifications.